Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. The patient was discharged from the hospital 11 days after the event onset. At the time of this report, the patient has recovered from the event. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.